Manufacturer narrative:
The suspect ventilator main turbine/muffler assembly was returned to vyaire and evaluated. The reported complaint was confirmed and duplicated. The root cause was determined to be turbine interface pcba failure.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" after two days of use with a patient. The customer did not provide any information regarding patient harm or injury, at this time, it is currently unknown.